Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 volts. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter discharged battery. The reported event of signal loss over 1 hour is reportable based on the customer complaint confirmation was undetermined because there was no useful data to review. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.